Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer reported the alarms had been recurring for the past three days. The customer also reported their blood glucose was over 600 mg/dl at the time of incident. The customer stated they have treated for their blood glucose. Customer declined to troubleshoot for their high blood glucose and the insulin pump. Customer declined to return the insulin pump for analysis.